Event description:
The alarm is getting very hot within mins of putting batteries. I take batteries out and it cools down. Then again, when I put in batteries, it gets hot. Can so easily burn my hands, let alone put in on my son. Defective device and dangerous for a child. All I did was put in batteries that came with the device and the heating starts. I think the heat is as much as boiling water.